Event description:
Physician was putting in a latex free swan-ganz catheter through a right femoral line. The balloon was tested prior to insertion. During insertion the balloon appeared to be deflated. It was removed and another swan-ganz catheter was placed. The original balloon had a leak. The patient was not harmed during this event.